Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. During a consultation with a healthcare provider the patient stated that almost two months prior, his bg value was falsely low; however, this is presumed to mean the cgm value was falsely low based on the remainder of the report and since the allegation is against the dexcom device rather than the bg meter. The patient carried out unspecified treatment due to the incorrect values. The report states that due to an overcorrection of the glucose level the patient went into short term diabetic ketoacidosis (dka). No bg or cgm values were provided. No symptoms were reported and no treatment information was provided. No information about the insertion date or site was provided. Patient identification information was not provided for follow up and no additional patient or event information is available. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.